Event description:
It was reported that the device had a constant clutch error. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Travel coarse error was found during occlusion test. The root cause is that the lead screw and both clutch halves are very dirty. Replaced plunger assembly, plunger cable, top case, bottom case, battery, lead screw, left clutch and right clutch. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.